Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device intolerance ("serious general illness due to intolerance to both essure devices"), malaise ("serious general illness due to intolerance to both essure devices") and menometrorrhagia ("dysfunctional meno-metrorrhagias") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinusitis in 2012. Intolerance to common contraceptive methods (unspecified). Concurrent conditions included smoker (15 cigarettes/day) since 2012, asthma bronchial (in school age), hyperinsulinism, coagulation disorder (hereditary alteration of coagulation (gene a223 mutation)) and anemia. Family history included diabetes and stroke. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced oedema peripheral ("ankles edema"), erythema ("erithema"), the first episode of arthralgia ("pain at ankles and heel"), pain in extremity ("pain at ankles and heel"), skin mass ("nodular erythema"), the second episode of arthralgia ("articular pains / pain at shoulders, elbows and wrists"), rash papular ("papular erythema due to sun exposure"), abdominal pain ("abdominal pains"), headache ("headache"), tooth loss ("loss of five teeth"), disturbance in attention ("low capacity of attention/concentration"), depression ("depressive crisis") and weight increased ("weight increase (20-22 kg)"). On an unknown date, the patient experienced device intolerance (seriousness criteria hospitalization and intervention required), malaise (seriousness criterion hospitalization), menometrorrhagia (seriousness criterion hospitalization), haemoglobin decreased ("decrease in haemoglobin values") and asthenia ("deep asthenia"). The patient was hospitalized from (B)(6) 2017 t o (B)(6) 2017. The patient was treated with enoxaparin sodium (clexane), cortisone acetate (cortison) and surgery (video-laparo-surgical removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the last episode of arthralgia, rash papular, abdominal pain, headache, tooth loss, disturbance in attention, depression and weight increased had resolved. At the time of the report, the device intolerance, malaise, menometrorrhagia, haemoglobin decreased, oedema peripheral, erythema, pain in extremity, skin mass and asthenia outcome was unknown. The reporter considered abdominal pain, asthenia, depression, device intolerance, disturbance in attention, erythema, haemoglobin decreased, headache, malaise, menometrorrhagia, oedema peripheral, pain in extremity, rash papular, skin mass, tooth loss, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Most recent follow-up information incorporated above includes: on 3-oct-2018: legal-medical report received (translation pending). Patient information, medical history updated. Events added: decrease in hemoglobin values, ankles edema, erythema, pain at ankles and heel, nodular erythema, articular pains, pain at shoulders, elbows and wrists, abdominal pains, headache, loss of five teeth, low capacity of attention/concentration, depressive crisis, weight increase (20-22 kg), deep asthenia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device allergy ("serious general illness due to intolerance to both essure devices / onset of allergy to both devices"), menometrorrhagia ("dysfunctional meno-metrorrhagias / a year and a half after insertion, start of ingravescent hypermenorrhea"), device dislocation ("left device is not entirely identifiable and does not appear to follow tubal angle") and major depression ("depressive crisis / anxious-depressive state with difficulty and confusion of conception / mild major depression") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinusitis in 2012, caesarean section, parity 1 and termination of pregnancy ((B)(6)). Born full term, spontaneous delivery. Normal psychomotor development. Menarche at (B)(6), cycles always regular. She has never experienced any psychological-psychiatric problems until 2014. Intolerance to common contraceptive methods (unspecified). Concurrent conditions included smoker (15 cigarettes/day) since 2012, asthma bronchial (in school age), hyperinsulinism, coagulation disorder (hereditary alteration of coagulation (gene a223v mutation)), anemia (below average mch values) and obesity. Family history included diabetes and stroke. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced erythema nodosum ("nodular erythema/erythema nodosum on iii distal of left leg"). In 2015, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required), major depression (seriousness criterion medically significant) with crying, dysmenorrhoea ("a year and a half after insertion, start of ingravescent dysmenorrhoea"), abdominal pain ("abdominal pains"), iron deficiency anaemia ("microcytic iron-deficiency anaemia") with haemoglobin decreased, weight increased ("weight increase (20-22 kg)"), headache ("headache / recurring cephalea"), solar dermatitis ("papular erythema due to sun exposure") with erythema, tooth loss ("loss of five teeth") and disturbance in attention ("low capacity of attention/concentration"). On 2015, 1 year 3 months after insertion of essure, the patient experienced oedema peripheral ("ankles edema") and arthralgia ("polyarthralgia / pain at ankles and heel / tibial-tarsal pain / articular pains / pain at shoulders, elbows and wrists") with pain in extremity. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced incision site abscess ("periumbilical abscess"). On an unknown date, the patient experienced device allergy (seriousness criteria hospitalization and intervention required) with malaise, endometriosis ("fallopian tube sections with outbreaks of endometriosis"), ovarian cyst ("two episodes of right ovarian cyst non-functional"), asthenia ("deep asthenia, to the extent that she was unable to work"), depressed mood ("low mood"), libido decreased ("severe reduction of libido") and nausea ("persistent nausea"). The patient was hospitalized from (B)(6) 2017. The patient was treated with enoxaparin sodium (clexane), cortisone acetate (cortison), methylprednisolone (medrol), diclofenac potassium, antibiotics, azithromycin and surgery (video-laparo-surgical removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the major depression, abdominal pain, weight increased, headache, tooth loss and disturbance in attention had resolved. At the time of the report, the device allergy, device dislocation, dysmenorrhoea, endometriosis, erythema nodosum, oedema peripheral and asthenia outcome was unknown, the menometrorrhagia, iron deficiency anaemia, ovarian cyst, arthralgia, nausea and incision site abscess had resolved and the solar dermatitis, depressed mood and libido decreased had not resolved. The reporter considered abdominal pain, arthralgia, asthenia, depressed mood, device allergy, device dislocation, disturbance in attention, dysmenorrhoea, endometriosis, erythema nodosum, headache, incision site abscess, iron deficiency anaemia, libido decreased, major depression, menometrorrhagia, nausea, oedema peripheral, ovarian cyst, solar dermatitis, tooth loss and weight increased to be related to essure. The reporter commented: contraception with essure was recommended to avoid invasive surgery and due to intolerance to common contraceptives, as a carrier of hereditary thrombophilia, treated with folic acid for 12 years. Short cycle of medrol for tibial-tarsal pain with functional impotence, onset late (B)(6) 2015, gave unsatisfactory results; slight improvement with volfast. During this period, not a single specialist, including the rheumatologist, was able to shed light on the complex clinical situation, until by chance the latter came across a newspaper article on complications caused by essure. From (B)(6) 2017 (essure removal), the symptomatology rapidly, albeit partially, regressed (especially the polyarthralgia). Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on (B)(6) 2015: negative. Ultrasound scan - on an unknown date: two episodes of right ovarian cyst non-functional. (B)(6) 2014: patient in gynaecological position, disinfection of genitals. Viewing of external uterine orifice in vaginoscopy and insertion of hysteroscopy into the uterine cavity. Bilateral viewing of tubal orifices. Bilateral application of essure devices. Surgery successfully completed, no complications. No complications were detected during follow-up checks. (B)(6) 2014: haemoglobin 8.8, haematocrit 31, mcv 66; mch and mchc values also low. Beta-2-microglobulin normal. (B)(6) 2015: haemoglobin 9.6, haematocrit 33, mcv 66; lower mch and mchc values, iron 19, ferritin < 5. Furthermore, normal crp, rheumatoid factor and tumour markers normal. (B)(6) 2015: microcytic iron-deficiency anaemia; ana and fr [rheumatoid factor] negative. Erythema nodosum in distal third of left leg, painful swelling of tibio-tarsal joints, painful joint left hand. (B)(6)2015: chest x-ray: no active pleural or parenchymal lesions. Heart in normal range. Patent tracheal airway. (B)(6) 2015: beta-2-microglobulin, c3, c4, ace normal. (B)(6) 2016: haemoglobin 9.5, haematocrit 34, mcv 69; mch and mchc values also low. Crp, ca125 and hcg also normal. (B)(6) 2016: transvaginal ultrasound: position of the left device is not entirely identifiable and does not appear to follow tubal angle. Conclusion: correct positioning of right device. Ultrasound inconclusive as to the correct positioning of left device. (B)(6) 2017: haemoglobin 10.6, haematocrit 33.8, mcv 65.1; lower mch and mchc values. (B)(6) 2017: biohumoral test results: haemoglobin 9.9, haematocrit 32, mcv 64.8. Zung self-rating depression scale (sds): the test detects mild depression; there are symptoms including morning symptoms, loss of sexual interest, difficulty in thinking and difficulty in carrying out actions. Beck depression inventory (bdi): total score 10 (>9 to <17): compatible with the diagnostic hypothesis of mild major depression examination of the oral cavity confirms the loss of five teeth (15,16, 24, 25 and 35). Histological examination of the fallopian tubes: mild chronic inflammation, foci of fallopian endometriosis. Most recent follow-up information incorporated above includes: on 12-oct-2018: translated legal-medical report received. Patient information, medical history updated; intolerance to device was further specified as onset of allergy to both devices; decrease in haemoglobin values, menometrorrhagia and pain in ankle outcome was updated to recovered; erythema due to sun exposure persists (outcome changed from recovered to not recovered); low mood, severe reduction of libido, microcytic iron-deficiency anaemia, ingravescent hypermenorrhoea, dysmenorrhoea, two episodes of right ovarian cyst non-functional, persistent nausea, days when wouldn't stop crying, left device is not entirely identifiable and does not appear to follow tubal angle and fallopian tube sections with outbreaks of endometriosis were added as event; insertion details provided; new lab data added; treatment drugs added; depressive crisis was updated to depressive crisis / anxious-depressive state with difficulty and confusion of conception / mild major depression. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device intolerance ("serious general illness due to intolerance to both essure devices"), adverse event ("serious general illness due to intolerance to both essure devices") and menometrorrhagia ("dysfunctional meno-metrorrhagias") in a female patient who had essure inserted for female sterilization. Medical conditions: intolerance to common contraceptive methods (unspecified). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria hospitalization and intervention required), adverse event (seriousness criterion hospitalization) and menometrorrhagia (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017. The patient was treated with enoxaparin sodium (clexane) and surgery (video-laparo-surgical removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance, adverse event and menometrorrhagia outcome was unknown. The reporter considered adverse event, device intolerance and menometrorrhagia to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred terms: device intolerance. The analysis in the global safety database revealed 1 case. Adverse event. The analysis in the global safety database revealed 15 cases. Menometrorrhagia. The analysis in the global safety database revealed 38 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.